Manufacturer narrative:
Device evaluated by MFR.:promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 3.0mm x 28mm target lesion was located in the left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced; however, when crossing the lesion, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 3.0mm x 28mm target lesion was located in the left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced; however, when crossing the lesion, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and patient status was stable.